Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the tower door was jammed. The customer stated that the malfunction occurred when a user tried to issue medication to a patient, resulting in a delay in dispensing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the issue had been resolved by the customer, and no further assistance was required for the device. The system functioned as intended after the customer resolved the issue.